Event description:
The patient needed to be opened larger for the surgery department to retrieve the instrument. Additionally, the customer stated that the surgeon had to switch from an arthroscopic procedure to open procedure in order to retrieve the broken tip. The customer surgeon stated the tip was easily found and removed with no untoward effects to the patient. Surgeon also stated their post-op exam found the patient to be doing very well. There were no additional x-rays warranted or administered. Per customer the o.r staff discarded the sample. No lot number information is available.